Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a rupture in the left cylinder. The components were removed and replaced no patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a rupture in the left cylinder. The components were removed and replaced no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field c2/d10: concomitant product/therapy. Correction to field g2: report source. Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole in the outer tube from bulge rupture in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a leak from a bulge in the proximal end of the cylinder when inflated with syringe. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear on the outer tube from a buckling fold in the proximal end. No leaks were found in the second cylinder. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found. The pump passed the functional testing. Based on the information available and analysis results, the reason for the hole/perforation was most likely determined to be a leak/rupture from bulge in the first cylinder; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.